Event description:
It was reported by provider that the box arrived with heavy damage and one of the rubber tips were missing. He state the leg on of the commodes was hanging out and that is the one missing the tip. No customer involvement, protocol questions do not apply with this out of box failure.